Manufacturer narrative:
(B)(4) all pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported they experienced lack of suction twice in left eye prior to laser being fired and applanation with an intralase patient interface (pi). It was reported that pi kits were switched and patient was converted to photorefractive keratectomy (prk). It was stated that were no lost procedure as event was prior to laser firing.